Manufacturer narrative:
10-feb-2016 product investigation results: reporter returned one toothbrush head on 14-jan-2016. The investigation of the received product return showed an expected wear - no manufacturing issue was identified.

Event description:
Lower bristle part of oral-b dual clean brush head had disconnected from the main part [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that on (B)(6) 2015 while he or she was brushing his or her teeth with an oral-b rechargeable toothbrush, version unknown, the lower bristle part of his or her oral-b dual clean brushhead had disconnected from the main part. He or she suddenly felt an object in his or her mouth while brushing, and at first thought that one of his or her crowns had fallen off. He or she noted that the brushhead had been in use for 5-6 weeks. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Lower bristle part of oral-b dual clean brush head had disconnected from the main part [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that on (B)(6) 2015 while he or she was brushing his or her teeth with an oral-b rechargeable toothbrush, version unknown, the lower bristle part of his or her oral-b dual clean brushhead had disconnected from the main part. He or she suddenly felt an object in his or her mouth while brushing, and at first thought that one of his or her crowns had fallen off. He or she noted that the brushhead had been in use for 5-6 weeks. No symptoms developed.